Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the first and second capsule failed to detach to the patient's esophagus. The two capsules were still attached to the delivery device when it was removed from the patient and blood was noted upon removal of the capsules. A third capsule successfully attached on the same procedure. The deployment device inserted with the capsule facing the tongue and while the entire device including the handle was maintained in the horizontal plane.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The capsule and delivery system were returned for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the capsule failed to attach to the patient's esophagus. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: h6 (ime). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the first and second capsule failed to detach to the patient's esophagus. The two capsules were still attached to the delivery device when it was removed from the patient and 10 milliliters of blood was noted in the patient's esophagus and in both capsules upon removal. A third capsule successfully attached on the same procedure. The deployment device inserted with the capsule facing the tongue and while the entire device including the handle was maintained in the horizontal plane. The patient complained of pain and there was esophageal tear.

Event description:
According to the reporter, the first and second capsule failed to attach to the patient's esophagus. The two capsules were still attached to the delivery device when it was removed from the patient. A third capsule successfully attached on the same procedure. The deployment device inserted with the capsule facing the tongue and while the entire device including the handle was maintained in the horizontal plane. There was no patient harm.

Manufacturer narrative:
D10 concomitant products: fgs-0635, fgs-0635 cf delivery dev caps bravo x5, (lot#:63143f), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.